Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence and atrophy. A new aus was placed, and no other patient complications reported.